Event description:
Clinician jennifer with michigan heart reported what appears to be lv oversensing, with deflections on the lv channel located very close to atrial sensed events in a periodic iegm from (B)(6) 2023. Periodic iegm from sep-2022 shows normal biv pacing and no lv oversensing. In dec-2022 biv and crt pacing percentages dropped significantly and are now below 5 percent. Lead to be evaluated in office and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.